Event description:
Spontaneous inbound call from patient who reported that her pump malfunctioned with the last infusion and two 4-gram vials were wasted; patient loaded medication from new vials into a different syringe, so no dose was missed, but patient will not have full dose for next monday, so needs replacement; no adverse events reported; not specified if patient has wasted product/vials on hand, but return box was sent to patient to return pump; lot number and expiration dates not provided; no further information. Reported to (B)(6) by: patient/caregiver. Dates of use: from (B)(6) 2018 to current.